Manufacturer narrative:
Investigation summary: bd received five (5) 10ml syringes, were confirmed to be from batch #7300583 (p/n 302995) . The samples were visually evaluated. Slight visibility of silicone was observed on the stopper in the samples. The amount of silicone observed was a normal and expected amount for both products per product specification. DHR review for batch 7300583 (p/n 302995): manufacturing date: 11/2/2017 to 11/3/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300583 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the sample evaluation: ¿ unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Investigation conclusion: unable to determine a root cause, no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that an oily foreign matter was found on the stopper of the bd syringe luer-lok¿ tip. There was no report of injury or medical intervention.